Event description:
It was reported that an echocardiogram revealed body fluid in the pericardium; a perforation was suspected. The patient was transferred to another hospital for surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4). Patient was transferred to a different hospital for surgery.